Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced photometry control board part number c40975 and loaded up-to-date firmware which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous high sodium (na) and chloride (cl) patient results. The instrument also generated recovery lane rack jam error and photometric data error. The results were released from the laboratory. The physician questioned the patient results. There was no change in patient treatment in association with this event.